Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had shifted proximal. The device was reported to be stable. There was no leak or thrombus noted. No intervention was performed, and a repeat tee will be completed in a couple of weeks. The patient was discharged home.